Manufacturer narrative:
Initial reporter: the initial reporter was a family member, however name and contact information is unavailable at this time. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the keypad buttons have been intermittently unresponsive and the ok keypad has been sticking for the past several weeks. She stated that the button symbols are worn, but the keypad is otherwise intact. The family member stated that the patient wears the pump in a pump skin exterior to his clothing, and cleans the pump with water.